Event description:
Approximately 6 hours post hvad implantation, the patient required re-operation for increased bleeding. The bleeding appeared to be coming from the outflow graft at base of strain relief and pump. The patient was placed on cardiopulmonary bypass and the pump removed. The outflow graft was detached, approximately 2cm removed and the graft and strain relief reattached to the pump. The pump was reinserted and the patient weaned form bypass. At last report the patient was recovering in the intensive care unit.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported this patient required re-operation due to bleeding from the outflow graft. The patient presented with increased chest tube drainage while in the intensive care unit (ICU). The patient was returned to the operating room for exploration and the outflow graft appeared to be bleeding at base of strain relief and pump. The patient was placed on cardiopulmonary bypass (cpb), the outflow graft was clamped and the pump was removed from sewing ring. After detaching the outflow graft/strain relief from the pump, about 2cm was cut off proximal tip of outflow graft, dilated, and then reattached the graft and strain relief to the pump. Outflow graft length was assessed to be not an issue after the pump was re-inserted. The patient was weaned off cpb, the pump was restarted and the chest was closed. At last report, the patient was discharged on (B)(6) 2014 in stable condition. The outflow graft was not returned to the manufacturer for evaluation as it remains implanted, therefore testing could not be performed. The reported event could not be confirmed as log files were not available for analysis. A review of the device's manufacturing records indicated that the unit met all the internal requirements prior to the quality assurance release process. The root cause cannot be conclusively determined; however multiple factors may have contributed to the reported event including but not limited to inadequate instructions for use, outflow graft installation technique, and/or design issues. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The heartware system instructions for use (IFU), and training material provide clear instructions to medical personnel on proper graft attachment as well as, warning, caution and precautions to help the user to detect and how to react in case a hazard occurs. Furthermore, a vascular prosthesis comprised of a woven polyester material that is extremely resistant to tear or rupture is utilized. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.